Manufacturer narrative:
The complaint that the needle did not retract could not be confirmed from the shielded needle that was provided for investigation. The implicated 18g insyte autoguard IV catheter was received separate from the needle with evidence of use. No damage or defects were identified from a visual examination. A functional test revealed that the needle fully retracted when the safety mechanism was activated and the retraction time was within specification. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Rn attempted insertion of a insyte autoguard bc IV catheter into patient right hand. Insertion was successful with flash back, however upon pushing the button to retract the needle it did not retract. Rn then attempted to remove the entire catheter and the needle would not remove from the patients hand. Charge rn #2 also attempted and still the needle would not come out. Rn continued to apply pressure and a 3rd rn attempted to remove the needle with same results. Then the catheter suddenly on its own retracted and popped out. Catheter was removed, swelling noted on patients hand and pressure applied. Upon reassessment over the course of an hour swelling decreased and patient states 0/10 pain at the site.